Event description:
It has been reported to philips that the allura xper fd10 system flexvision monitor did not display anything after it was powered on. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc was faulty. The ippc has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred, and customer was managed to complete the angiogram cases during that time. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor had no display. Upon functional testing the fse found that the image processing pc (ippc), was faulty which causing all hdd not running. The fse replaced the ippc, reinstalled all old hardisk, ran consistency test and recreated the image database. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation results code were corrected.